Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a diagnostic procedure using a 6f sheath. Reportedly, the starclose se clip did not deploy to close the vessel leading to a hematoma, pseudoaneurysm, and rapid response to stabilize the patient. Manual compression was applied to treat the hematoma and achieve hemostasis. While in recovery, the patient's blood pressure dropped. Thrombin with IV fluids were used post case for the hematoma and pseudoaneurysm. The patient was stabilized and has since been discharged home. Patient was back at the doctors office on (B)(6) 26 for a follow up and is doing well. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.